Manufacturer narrative:
Additional information: h11: the device was received for evaluation. Visual inspection was performed and a hole in the tube was observed. The reported condition was verified. The cause was related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked. This occurred while priming the set with normal saline, resulting in saline spilling onto the floor. Upon inspection of the tubing, a large hole was found near the second port. There was no report of patient injury or medical intervention associated with this event. No additional information is available.